Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates; no shutting off screen, blank display or display anomaly noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. No damage was found inside the insulin pump noted. However, the insulin pump was received with minor scratched display window, cracked display widow corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and missing the end cap sticker. The pump was returned without the original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the batteries on the insulin pump were not lasting. When the customer woke up the insulin pump completely shut off and the screen was blank. After inserting a new battery the customer had to program the insulin pump again. This occurred in june as well. The customer received a low battery prior to the off no power alert. This was the second occurrence of the off not power in less than 24 hours after a low battery warning. The customer's belt clip broke. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.